Manufacturer narrative:
(B)(4) = cartridge pan dislodged. Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that one pse60a device was returned with no visual non-conformances and with an ecr60t cartridge reload unfired present. In addition, a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications.

Event description:
It was reported that during a bariatric procedure, the tech had issues loading the reload into the device during the initial firing. They did not use the device on the patient. They used a second like device for the procedure.